Event description:
It was reported that "had reaction at 8 locations from electrodes. Red and itchy" went to the ER and was given steroids, benadryl and hydrocortisone.

Manufacturer narrative:
Preliminary report by pt stated he had an electrocardiogram, and had a reaction to 8 out of 20 or 25 sites. They were red and itchy. It got so bad, he went to the ER and was given steroids, benadryl and hydrocortisone. We are in process of obtaining additional info from pt.